Event description:
It was reported that during the procedure the closure top turned continuously without fixation during tightening. The closure top was removed and replaced with an alternative closure top to complete the procedure. There was no patient impact or significant delay in surgery.

Manufacturer narrative:
Additional information in b4, d4 (UDI number and lot number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The closure top was not returned for evaluation. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve. Without the returned device, this event is non-verifiable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the closure top turned continuously without fixation during tightening. The closure top was removed and replaced with an alternative closure top to complete the procedure. There was no patient impact or significant delay in surgery.